Event description:
Patient reports one of her pumps will turn on but then not function. She reports she has to use the same pump each day and the feels like the second pump is not working as well either. She needs to stop the pump to change everything and does not feel well when her therapy is interrupted. Pt will change cassettes again in the morning. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. -if yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? No-feels like the second pump is not working as well either. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Reference report: mw5172433.